Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of a bd single use sterile luer-lok¿ syringe was difficult to push causing an unexpected amount into the IV because of the extra force needed to push the barrel. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: a single assembled 5ml luer-lok syringe in an opened package was received from batch # 8035612 (p/n 309646). The sample was visually evaluated. The syringe was found to have a small damage/scratch located at barrel shoulder. The size of the damage/scratch was not greater than level 3. The scratch observed would not affect the fit, form or function of the product and is considered cosmetic defect and therefore not rejectable. No other testing was performed due to the product having been contaminated. No other defect was observed in the syringe. Product defect not confirmed based on sample evaluation. DHR review for batch 8035612: manufacturing dates: 02/12/2018 to 02/14/2018. Batch quantity was 480,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8035612 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: product defect not confirmed based on sample evaluation. The syringe was found to have a small damage/scratch located at barrel shoulder. The size of the damage/scratch was not greater than level 3. The scratch observed would not affect the fit, form or function of the product and is considered cosmetic defect and therefore not rejectable.